Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator's (epg) battery drawer required replacement. It was indicated that the hanger assembly was broken, and the case screws were contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) battery drawer required replacement. The epg is expected to be returned for service. There was no patient involvement.